Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the rv lead impedance and capture thresholds had increased. The patient presented to the office due to a vibratory alert for high lead impedance. During lead revision, it was noted that the rv connector pin was fully inserted in the header, but the setscrew was found to be loose. The setscrew was retightened and all measurements returned to normal range. The device remains implanted.